Manufacturer narrative:
(B)(4). Batch # p92w0u. Device analysis: the analysis results found that the er320 device was returned with a partially formed clip in the jaws; the cycled was finish, then 1 malformed clip was formed. The jaws were inspected and they were found to be no damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and it ejected 15 clips; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken. However, it is known from the history of the device that this condition may lead to ejected clip. No conclusion could be reached as to what may have caused the damage found. The batch/lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify how the "clips were not fed into the jaws properly"? Did clips not feed at all into the jaws? Or did clips sideways feed? No information.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were not fed into the jaws properly. The device was used on cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.